Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post-op follow up, device interrogation showed that the r-waves had dropped significantly. X-ray and echo revealed that the lead dislodged and perforated the septum wall. The lead was repositioned.